Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was rotated in the stent, the right cusp of the valve to the non-coronary cusp position in the stent. Note: per manufacturing procedures, depending on the structure of the porcine tissue, a valve may be rotated to accommodate the appropriate fit to the stent. Green and white multifilament sutures remained attached to the sewing ring. The sewing ring appeared to have been cut during explant adjacent to the left cusp. The right and non-coronary cusps appeared to be in the closed position. The left cusp was partially open. All leaflets were stiff due to host tissue on the inflow and/or outflow except along the lunula of the left cusp. The free margin of the right and non-coronary cusps appeared adhered to the host tissue on the outflow. All commissures appeared intact. Glistening off white pannus remained attached to the sewing ring on the inflow, extending along the tissue and base stitching adjacent to all cusps, into all inferior coaptive areas, and 1 to 5.5 mm onto all cusps reducing the inflow orifice area. Pannus lined the outflow edge of the sewing ring extending to the outflow rail of the non-coronary cusp. Pannus appeared to have been removed on the inflow of the sewing ring. Tan thrombotic appearing host tissue filled and stiffened the right and non-coronary cusps on the outflow. Tan thrombotic appearing host tissue lined the outflow margin of attachment of the left cusp. Remnants of tan thrombotic appearing host tissue lined the inflow of all leaflets adjacent to all inferior coaptive areas. Radiography showed trace mineralization in the host tissue on the sewing ring adjacent to the left right stent post. Conclusion: the reduced performance of the valve was attributed to a combination of pannus/host tissue overgrowth and thrombus formation; these are generally considered patient-related conditions. The device history record was reviewed and showed that this valve met all manufacturing specifications for product released to distribution. (B)(6). (B)(4).

Event description:
Medtronic received information that this bioprothetic valve, implanted 2 years, was exhibiting severe stenosis and high gradient of 60 mm/hg measured by catheterization. The patient was experiencing dyspnea with exertion. It was reported that the patient was not a good candidate for open heart surgery, however, open heart surgery was performed and the valve was replaced. At the time of the reoperation, the patient was (B)(6) and experienced partial paralysis of the lower extremities. The valve was returned for laboratory analysis.